Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that implantable pulse generator (ipg) migrated. The patient underwent a ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned.